Event description:
A ventilator was returned to the manufacturer's service center for preventive maintenance. There was no allegation that the device failed to operate. The device was not in pt use. During the device eval of the manufacturer's service center, a failure related to the active exhalation valve was observed. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm as designed.